Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support planned to replace the pump, and the customer intended to use multiple daily injections as backup insulin therapy. A replacement pump with updated software would be sent, and the customer was informed about the training resources available. Instructions were provided for the return of the problematic pump, and the customer understood the process.